Manufacturer narrative:
The product under investigation is not a serviceable device. Therefore, a service record review was not performed. There was no sample returned for testing on this investigation. Specific product identifiers (serial number) were not provided and could not be determined at this time. However, all device history records are reviewed prior to product release to ensure the product was manufactured in compliance with the device master record and meets release criteria. A review for complaints reported against this serial number cannot be performed as the lot/batch/serial number is unknown. Based on the information obtained, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during a vitrectomy while using an ophthalmic laser probe for correcting the retinal detachment the probe has not caused retinal whitening. Since the probe has not worked effectively power was adjusted to address the issue (from 160mw up to240nm). However, this was unsuccessful. The probe was switched with another of its kind, and the same thing occurred. The procedure was changed and required a change in the technique with cryopexy with gas probe (laser vs cryopexy) and the patient condition is normal.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).